Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: (B)(4). A 2.75x15 mm non-abbott balloon catheter was advanced through the dislodged stent but the stent could not be pulled into the guide catheter, either because the stent implant came in contact with the guide catheter tip or because the stent was caught with the anatomy. The proximal edge of a 3.5x15 mm xience stent that was deployed 3 years ago was protruding into the aorta. It is unknown if the 2.25x12 mm rx xience alpine stent came into contact with the previously implanted 3.5x15 mm xience stent and it is unknown why the 3.5x15 mm xience stent was protruding into the aorta. The dislodged stent was finally collected with a goose neck snare device; however, the entire length of the stent implant got stretched as the stent was being collected with the snare device. A non-abbott stent was implanted and post procedure stenosis was 0%. There was no adverse patient effect; however, the procedure took an extra 1 to 1.5 hours to retrieve the dislodged stent. No additional information was provided. Concomitant products: guide wire: runthrough ns, whisper ms, grandslam. Stent: 3.5x15 mm xience. (B)(4). The stent implant was returned for analysis and the reported stent damage and dislodgement was confirmed. Based on the visual analysis of the returned stent implant, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. It should be noted the xience alpine everolimus eluting coronary stent system instructions for use states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed, as the stent may be damaged when retracting the undeployed stent back into the guiding catheter. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that during a procedure to treat a de novo, concentric, acutely bent more than 100 degrees lesion in the proximal left circumflex (lcx) coronary artery with heavy tortuosity, heavy calcification and 90% stenosis, a 2.25x12 mm rx xience alpine stent delivery system (sds) was advanced with the intention of deploying the stent just in the ostium of the lcx; however, the sds could not cross the lesion. Thus, the sds was removed from the patient anatomy and the lesion was further dilated with a non-abbott balloon catheter. The 2.25x12 mm rx xience alpine sds was re-advanced but failed to cross again as the tip and the distal part of the stent came in contact with calcification starting 10 mm distal to the ostium of the lcx. The sds was removed from the patient anatomy and the stent implant was not mounted on the sds balloon. The stent implant was confirmed to be dislodged in the left main trunk-aorta, over the guide wire. The stent dislodged when the sds was being pulled back in the coronary artery and not due to contact with the tip of the guiding catheter. Thus, attempts were made to retrieve the dislodged stent implant. A 1.5x10 mm non-abbott balloon catheter was advanced through and distal to the dislodged stent and the balloon was inflated at a low pressure. Then the balloon catheter was pulled back but the balloon came out of the dislodged stent and the stent could not be retrieved. Reportedly, it was later confirmed that the 1.5x10 mm non-abbott balloon catheter did no go past the stent implant but the proximal part of the balloon was inside of the distal part of the dislodged stent and the balloon was inflated so the distal edge of the dislodged stent was inadvertently expanded slightly.